Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, bake grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, bake grade IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Deformation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.